Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3241292. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event 1: nqt-001313 - praia grande unit same reference, batch 32411292 "the bd brand abbocath is difficult to puncture, because when the bevel is inserted, it does not glide ideally on the skin, causing discomfort to the patient, in addition to the fact that there is no consistent lock between the lumen and the probe, which loosens easily, when trying to align the probe, it breaks the lumen, causing venous rupture." How many products have been affected, please confirm the quantity? Only one unit of each batch mentioned in the notifications, a total of 5 units. Has there been any harm to patients/health professionals? No have patients been involved, please confirm? Yes, but there was no harm. Could you send photo samples/videos of the sample? It was not sent in the notifications. When did this event occur, before, after or during the procedure? During the procedure. Date of the event? 22/02/24, 21/02/24, 20/02/24, 11/01/24. 32411292 this batch does not match the material number entered. Please provide the correct lot or catalog number. 3241292 correct batch number received on 27th may2024